Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a piece of the dissector disengaged during the first application while the surgeon was performing a total laparoscopic-assisted hysterectomy. There was no reported patient injury. A new dissector was opened, installed onto the system and the procedure was successfully completed.